Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: october 20, 2020 - october 21, 2020. H10: the device was received containing 11 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 96ml 5-fluorouracil and 19ml 5% glucose sodium to a total fill volume of 115 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.